Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked battery tube threads.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 529mg/dl. The customer stated that she had changed the infusion in the morning and noticed that the cannula was kinked. The customer changed again and then went to the hospital. The customer experienced chest and back pain as well nausea. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run the high pressure test and passed. The customer mentioned that there was a crack in the battery compartment. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.